Manufacturer narrative:
Based on available information, our medical determination is that this malfunction is serious: because sometimes, a surgical intervention is needed to remove a catheter whose balloon has failed/ difficult to deflate. If forcibly removed with the balloon still fully inflated, there is a risk of serious injury to the soft tissues of the urethra. An analysis on the returned sample showed that it met specification. No sign of difficulty during deflation of the balloon could be observed as water drained completely from the balloon within 56.4 seconds and thus considered acceptable as per lab test specification. Reported to the FDA on (B)(4) 2013.

Event description:
Complaint description: difficult deflation in use.